Event description:
It was reported that after taking an image a blue screen was seen as well as an error message. The image was lost, which required the patient to be re-exposed. A reboot was completed, and after the reboot the system is working as intended.